Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the customer dropped the pump and the touch screen became cracked and unresponsive. Customer¿s blood glucose level was 111 mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.